Manufacturer narrative:
Follow-up (7/24/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the unit powers off during use issue was unfounded. However, unrelated to the issue, there was a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was powering off when she was attempting to test her blood glucose. This complaint is being classified based on additional information obtained by the medical surveillance specialist on (B)(6) 2012. The patient stated that the alleged power issue began mid-morning to early afternoon on (B)(6) 2012. The patient informed the cca that she manages her diabetes with novolog insulin (based on a sliding scale at meal time) and lantus insulin (based on a sliding scale at night time). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient stated that 2 days after the alleged power issue began she became "itchy and dizzy" which she associated with a high blood glucose level. The patient reported treating herself with 14 units of novolog insulin at the onset of symptoms. The patient stated that she was unable to test her blood glucose at the onset of symptoms due to the alleged power issue and not having a backup meter. The patient stated that she guessed on the amount of insulin to take since she was unable to test her blood glucose at the onset of symptoms. The patient reported that approximately one hour after administering herself with the 14 units of novolog insulin she became "weak and sweaty" which she associated with a low blood sugar. At the onset of these symptoms the patient drank a cup of cranberry juice and reportedly felt better within 15 minutes. At the time of troubleshooting the cca noted that the battery needed to be replaced in the subject meter, however the patient did not have one available at the time of the call. The cca noted that there was no misuse to the subject meter. Replacement product was sent to the patient. This complaint is being classified as an adverse event because the patient reportedly administered herself too much insulin and developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged power issue.